Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify compromised force sensor system alarm due to motor error alarms. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarms. However, the insulin pump passed displacement test, self-test, off no power test, rewind and unexpected restart error test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked case, scratched reservoir tube window, cracked display window and stained endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would alarm compromised force sensor system. The customer's blood glucose level was unknown. The customer was not dropped or bumped prior to the alarm. The customer did not have the device with him and was unable to describe any possible damage to the drive support cap. The customer reported that the cap was sticking out of the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.